Event description:
In this event it was reported that a x-smart dual apex locator provided incorrect measurements; event outcome is unk as of this MDR eval. However, there is no indication that injury resulted.

Manufacturer narrative:
While there is apparently no report of injury in this event, there has been a previous report received within the past two years involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This event will be reevaluated, as appropriate, if further info becomes available. Please note that while this product is not sold in the u.s, it is considered similar to products that are when taking into account composition and indications for use. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available. Add'l info regarding the pt outcome has been requested and will be submitted as it becomes available.